Event description:
It was reported to philips that the image processing pc (ippc) was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information that the issue had occurred during diagnosis of coronary procedure. The procedure was completed in another room and move patient to another room to perform procedure. It was reported that the image processing pc (ippc) was not working. Review of the logfiles confirmed the frontal ip-pc malfunction. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed the hard drive was not turning on imaging pc and computer docking bay was not functioning and confirmed that ippc was defective. Defective part was returned to failure analysis and confirmed the failed component hdd bay. Fse replaced the ippc. After the replacement of ippc, the system was returned to use in good working. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.